Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inappropriate automatic mode switch episodes for atrial flutter were observed during follow-up. Physician elected to take no action. The patient condition was good.